Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ syringe w/o needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: there was "no scale on the syringe."

Event description:
It was reported when using the bd a-line¿ syringe w/o needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: there was "no scale on the syringe."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing scale marking was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A review of the DHR for the sub-assembly barrel component indicated a quality notification was raised for missing scale marking. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode missing scale marking. Bd determined that the root cause of the indicated failure mode was attributed with the marking process. H3 other text : see h.10.

Event description:
It was reported when using the bd a-line¿ syringe w/o needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: there was "no scale on the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for missing scale marking was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A review of the DHR for the sub-assembly barrel component indicated a quality notification was raised for missing scale marking. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode missing scale marking. Bd determined that the root cause of the indicated failure mode was attributed with the marking process. H3 other text : see h.10.